Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a device interrogation, it was observed that the device declared eol (end of life). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation of this device. (B)(4).

Event description:
It was reported that premature battery depletion was observed. During a recent device interrogation, it was observed that the device declared eol (end of life). It was also noted that the patient is showing clinical signs of heart failure, which is unrelated to the functioning of the device. The patient is being treated with IV diuretic therapy. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.